Event description:
This complaint was reported by a customer from canada. The customer reported an event in which the pump alarmed for air in line. According to the customer, once the user confirmed the alarm, the pump automatically primed with the patient attached. The customer stated the patient experiencing discomfort. No other human harm or consequences for the patient were reported. The customer stated the patient was disconnected "almost immediately" once the priming began. No other medical intervention to prevent harm was reported.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: the complaint ("pump automatically primed") was not confirmed. The pump performed as designed, issuing an air in line alarm, followed by a warning screen reminding the user to disconnect the patient prior to priming. The user confirmed the warning screen and proceeded to perform priming while the patient was still connected - against the warning on the pump's screen, labeling and common clinical practice. Conclusion: the investigation established the event was a result of a use error: priming while the patient was still connected - against the warning on the pump's screen, labeling and common clinical practice. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.